Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low total bilirubin (tbil) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Previous test on the same instrument and subsequent testing on an alternate analyzer produced higher results. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established specifications prior to the event. A bci field service engineer (fse) confirmed that tbil on this system was operating within the specifications. As of (B)(4) 2010, there were no further calls to bci hotline for tbil problems. A root cause has not been determined for this event.